Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. No further related issues have been reported. The evaluation of the returned portion of the driveline confirmed wire damage that would have contributed to the reported pump stop events that were captured in the submitted log file. The submitted log file captured multiple pump stoppage events and associated alarms throughout the log file as the pump was unable to reach and maintain the set speed. Each of the events occurred while the system was operating on the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. Approximately 11.5 inches of the driveline was returned for evaluation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Upon the removal of the outer silicone jacket, the examination of the bionate layer was unremarkable. Visual inspection of the driveline¿s wires revealed that there was a breach to the insulation of the orange wire at approximately 5.5 inches from the metal connector, exposing the inner conductors. The orange wire redundantly supports motor phase 3. The remainder of the driveline was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the orange wire contacted the braided shield while operating on a tethered power source (such as the power module), the resulting electrical short to ground could have caused in the low flow, low speed, and pump stop events captured on the submitted log file a review of the device history records revealed the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 48 days. The patient remains ongoing with the device. However, a portion of the percutaneous lead is expected to be returned for evaluation but has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to the emergency department with low flow/pump stop alarm. Patient was asymptomatic. The patient¿s mean arterial pressure (map) was 89 mmhg, inr was 3.25, and lactate dehydrogenase (ldh) was 246 u/l. Log file analysis completed by the manufacturer¿s technical services representative revealed multiple pump stoppages while attached to the power module. The x-rays are unremarkable. On (B)(6) 2018, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. After the replacement the patient was placed back on a normal patient cable and no additional alarms were reported. No additional information was provided.